Manufacturer narrative:
(B)(4)

Event description:
It was reported two episodes of nonsustained right ventricular oversensing was observed. Review of the episodes indicate myopotential oversensing. Loss of pacing was also observed. The patient was asymptomatic. Turning off the low frequency attenuation was recommended. No further information is available.